Event description:
A customer reported that the cartridge seemed too large to fit into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the pump and determined there was no damage causing the issue. Before further troubleshooting, the customer managed to insert the cartridge, resolving the issue, and the case was subsequently closed by technical support.